Event description:
It was reported the output could not be controlled with the knobs. It was intermittent. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: the encoder flex was not secured. It was also noted that the upper and lower cases were broken, the battery release was contaminated, the two side bail covers were broken, the battery contacts were compressed, two side bails were bent and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the output could not be controlled with the knobs. It was intermittent. No patient involvement or complications were reported as a result of this event.